Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: based on the risk analysis, thrombus can potentially cause immobile leaflets and lead to stenosis and high gradient. However, without the return of the valve for analysis, a root cause of the thrombus cannot be determined. (B)(4).

Event description:
Medtronic received information that one year post-implant of this aortic bioprosthetic valve, a high mean gradient was noted, along with stenosis and thrombus at the leaflets. It was observed that one leaflet was functioning, but the other two were adhered by thrombus. Thirteen months post-implant a non-medtronic transcatheter valve was implanted valve-in-valve, reducing the mean gradient measurement. No other adverse patient effects were reported.